Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve. It was reported they had a general question about the device. The patient noted she thought her device might need fixing. There were no further complications that have been reported as a result of this event.